Event description:
It was reported that, during a meniscus repair procedure, the fast fix's t1 & t2 deployed at the same time. There was a backup device available. It is unknown if there was a surgical delay or further complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One 72201491 curved ultra fast-fix assembly used in treatment, was returned for evaluation. This style product requires user controlled manual actions to physically advance, position and deliberately strip each anchor off the delivery needle tip. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. The outer blue split protective cannula was not returned with the device. The depth limiter was returned trimmed quite short and attached to the needle. The actuator was found manually positioned forward. T1, t2 and suture were returned. T1 had been freed. T2 was found wedged inside the needle track. There were gouge marks on the sides t2 from the rails, on the rails and t2 was stuck. This is contrary to the allegation. Symptoms are aligned with twisting, flexing and permanent or temporary bending of the needle in attempt to reach desired location and, or depth. This also aligns with the short cut depth limiter. Per the device instructions for use ¿it is normal to encounter resistance prior to achieving the ready position. Do not use sharp instruments to manage or control the suture.¿ complaint history review indicated an allegation for the lot number reported. Batch review indicated no condition, product or procedure failure that supported the allegation. Instructions for use contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.